Manufacturer narrative:
Other, other text: the device was not received for investigation therefore; the reported issue cannot be confirmation. A manufacturing device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release with no problems or issues identified during this DHR review. The root cause for the reported issue could not be determined. If the product is returned at a later, a summary of the investigation results will be provided in a supplemental report. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that during use, the pressure of a smiths medical level 1 trauma fast flow system was too low in the pressure chamber and the bags could not be emptied fast enough. Subsequently the blood was administered with an external pressure bag. No patient consequences were reported.